Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), large left atrium and slightly restricted posterior leaflet. For a mitraclip procedure. During the procedure, first clip failed the first lock test. It was unlocked, opened to 120 degrees and adjusted posterior leaflet gripper, locked and closed the implant. Lock was tested second time, and it passed. Clip was implanted. Second clip was also implanted as per the preprocedural planning. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.